Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/28/2024, a sales representative via (B)(4) reported that an ar-1360tr-bc mpfl implant system, 3.9 bc swivelock anchor broke upon insertion on a patient with hard bone. The broken anchor was removed entirely with no delay in the case. Another complete kit was opened because no individual anchors were available for backup. It was stated the surgeon followed the technique and was not content that the kit did not contain a tap or an option for a larger drill. This was discovered during an mpfl procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.